Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12268. It was reported that the patient presented in the emergency room after experiencing stimulation in their right pectoral and diaphragm area. Upon device interrogation, the patient's right ventricular lead exhibited no capture in the right ventricle. A chest x-ray was performed on (B)(6) 2019 and lead dislodgment due to rachet and reel syndrome was observed with the right ventricular lead wrapped around the patient's implantable cardioverter defibrillator and with the lead tip in the superior vena cava. The patient was confirmed to have twiddlers syndrome. The lead was attempted to be repositioned but the helix would not deploy due to tissue blockage. The lead was explanted and replaced. The patient's condition was stable throughout the event.